Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue in which the patient line fell off after connection during the initial drain on the homechoice (hc). Upon looking at the patient line, the customer noted that the line had one thread on it. The hp continued therapy with a different lot of cassettes and received antibiotics due to possible contamination. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.